Event description:
Hill-rom received a report alleging that the unit smoked, and that the pt may have breathed in smoke.

Manufacturer narrative:
The unit was evaluated and the following results were determined: component r3 on main power board overheated causing k1 to melt and smoke. There were no signs of smoke or heat damage to the inside or outside of the unit.